Event description:
Reported by the complainant as follows: rectal ulcer occurred to pt during use. Dr. (B)(6) considers possibility of causal relationship between rectal ulcer and fms use, although he does not deny ulcer caused by primary disease. The doctor clearly mentioned that there is no causal relationship between the pt death and the bleeding in catheter noted by the nurse.

Manufacturer narrative:
Reported to the FDA on september 14, 2011. FDA registration number: reporting site (specification developer): (B)(4).